Event description:
During the procedure the physician used a wilson-cook web extraction basket and a soehendra lithotripsy cable. The basket wires broke during lithotripsy. No injury to the patient was reported.